Manufacturer narrative:
The investigation into the reported thrombus and pump stop was completed. The device was not returned for evaluation. Based on the available information and no device return, the root cause of the reported event is undetermined. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 48-year-old male patient implanted with the impella 5.5 for mechanical circulatory support had the pump ingest a clot into motor resulting in a pump malfunction. The pump was subsequently replaced. No further information was provided. There were no reports of harm to the patient.